Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced gel missing. The following information was provided by the initial reporter. The customer stated: it was identified an issue with the tubes, from different facilities, which the tubes have come without the gel.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing gel was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing gel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing gel based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing gel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing gel. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced gel missing. The following information was provided by the initial reporter. The customer stated: it was identified an issue with the tubes, from different facilities, which the tubes have come without the gel.